Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a patient experienced an allergic reaction to the retainer brite® cleaning tablets -96 CT kit. They reported their symptoms of swollen lips, tongue and cheeks.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturers investigation. No investigations or deviations were noted for this lot. Should additional relevant information become available, a supplemental report will be submitted. Dentsplysirona will continue to monitor field performance for this device.